Event description:
It was reported via facility medwatch (medwatch form# mw5150683) that the patient was experiencing inadequate stimulation, burning sensation and overstimulation all the way down the leg. It was also reported that the ipg would get hot and the device would almost flip around. The patient underwent explant procedure.